Event description:
It was reported that this pacemaker was not working by the patient. The patient indicated they were using an oximeter and their pulse was at 54 beats per minute (bpm), while they thought their pacemaker was set at 60 bpm. Technical services (ts) referred them to their clinic for further examination. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.